Event description:
It was reported by dealer that the base of the 9805p lift does not sit level on the floor, unit is in a private home as a rental. Usage was for 2 month starting in (B)(6) 2014. The right side of base is bent outwards. Unaware if the patient was using product when happened.